Event description:
Device 2 of 3. Reference MFR report #s: 1627487-2012-00790 and 1627487-2012-000792. It was reported the pt ((B)(6)) is scheduled for an explant of one or more of her scs system devices. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.